Manufacturer narrative:
(B)(4).

Event description:
It was reported that a continu-flo primary administration set was noted to be broken. This was observed inside the sealed package. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. During visual inspection the set was identified to be cut. The reported issue was identified to have been caused by the packing process. A CAPA has been opened to address this issue.